Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. Coumadin dose increased based on lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.